Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received excessive no delivery alarms. Customer stated that they cannot clear the alarm. Customer's blood glucose level at the time 17.3mmol/l. Customer treated with manual injection. Troubleshooting occurred, and it was determined that the cannula was bent. Advised to discontinue use of the insulin pump. No additional information is provided.